Event description:
The device reportedly would not deliver a sychronized cardioversion shock to a patient. The device operator could not get the device to disarm the sych mode. The patient was not resuscitated. The reporter stated that the reported event did not cause of contribute to the patient's outcome. The statement was based on the attending clinician's assessment of the patient's lack of viability.